Event description:
The customer reported an issue with the pump display, specifically a problem with pixels that affected the ability to interact with the pump. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, which was still under warranty, and instructed the customer to use alternate therapy to ensure insulin delivery continued uninterrupted. The customer was also guided to put the pump into storage mode and return it using a pre-paid label within ten days.